Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturing representative (rep).it was reported that the device was not working, was dead and not providing stimulation because the device was in end of life. Unable to communicate with non-rechargeable battery. The issues has been resolved, patient is being scheduled for battery change. No patient symptoms or complications reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated he had an appointment to meet with manufacturing representative (rep) last month at the health care professional (hcp) office to check his battery. He does not think it is working properly. They had to reschedule. Patient is calling to ask if the rep could meet at the next appointment (B)(6) . Patient later reported in (B)(6) 2018 that they think the battery is dead and has pain. Patient stated he has not heard from anyone regarding coordinating the meeting sept 7th. Hcp would like the implant assessed further before pursuing pain medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and other non-malignant pain. Patient reported that he does not think the implant battery is working because he does not feel stimulation anymore. No mention of any trauma/ fall/ emi activity. Redirected patient to hcp to continue working to resolve the issue. Patient said he is having a "problem" with the left hand side area noting that every now and then on the "top-left side" he feels a dull ache and stabbing kind of pain. Patient uses lidocaine patches helps some. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.